Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported symptom was confirmed and reproduced during initial testing, but not during further evaluation. The review of the history log confirmed the reported symptom, and was determined to be caused by the upper and lower auxiliary assemblies. The upper and lower auxiliary assemblies were replaced.

Event description:
It was discovered during baxter's testing that a pump displayed door not fully latched messages. It was reported that there was no patient involvement.